Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the battery in the patient¿s back was dead and was not working. The patient was supposed to get an MRI (unrelated to the device/therapy) but was not able to because they didn't know if the ins was on or off. The patient tried twice to communicate with the device and was unsuccessful. It was noted that the patient had a lot of trouble with the device. No symptoms or complications were reported.